Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, guide wire removal difficulty occurred. The lesion was located in the common iliac artery. The amplatz ss 75mm guide wire was inserted but it was not possible to advance the wire deep enough into the vessel. Upon removal of the guide wire the wire was stuck in the vessel and was removed with force. The spring tip of the wire was stretched. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluation by manufacturer: visual inspection of the device revealed elongated coils at the tip and the corewire was fractured approximately 5cm from the tip. The tip of the wire was knotted. The outer diameter of the wire was measured and found to be within specification. The core wire fracture occurred at an approximate 45 degree angle showing elongated dimple ruptures. Some material neckdown was also noted. No material anomalies were observed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, guide wire removal difficulty occurred. The lesion was located in the common iliac artery. The amplatz ss 75mm guide wire was inserted but it was not possible to advance the wire deep enough into the vessel. Upon removal of the guide wire the wire was stuck in the vessel and was removed with force. The spring tip of the wire was stretched. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).